Event description:
It was reported the pump was explanted on the date of this report. It was noted the patient¿s husband believed the pump was constantly underinfusing, but the patient did not have the pump explanted due to this issue. It was simply mentioned prior to routine battery end of service pump replacement. It was also reported there was no diagnostic testing or troubleshooting performed and was not required. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was noted there were no symptoms or complications associated with this event. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Additional information/evaluation summary: analysis found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.